Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the molded tongue on the roller pump was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. User facility's biomed told field service representative (fsr) to replace the broken tongue with torque removed from roller pump s/n (B)(4).